Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle, as well as heavy blood and charred tissue was observed on the jaws as well as the heater wire. The jaws were cleaned. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on the jaws was observed to be intact, no signs of cracks or peeling. No other visual defects were observed. Based on the return condition of the device, the reported failure "peeled" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone cutting tip fractured. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone cutting tip fractured. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.